Event description:
A facility crew arrived on scene of a witnessed cardiac arrest. Bystander CPR was being administered to the pt with crew arrival. The device was connected to the pt through combination electrodes. Reportedly, the device inappropriately prompted motion detected and an analysis of pt ECG could not be performed as a result. No one was allegedly touching the pt at the time. After approximately 2-3 minutes, a backup device was obtained and used. The pt was in an agonal rhythm at this time. No additional information regarding the event was reported.

Event description:
There were no adverse effects to the pt reported as a result of the device use.